Event description:
The ge oec 9800 fluoroscopy sys displayed a communication error.

Manufacturer narrative:
A ge oec service rep investigated the issue and the limited info shows parts were ordered to return sys to functionality. Updated info, if necessary, will be forwarded in an updated report. This issue is not new, and if situation is different than typical, an update will be issued. This sys is also not used on human pts. This system is used for research and development at a medical device MFR. The system was tested, found to be operating as intended, and released to the customer for use. This is dated 02 july 07.the facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effects were reported because of this malfunction.